Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that he is not able to squeeze his pump. He states it is hard as a rock and he has not been able to achieve the "initial pop" because the bulb is too hard. Troubleshooting maneuvers were provided to the patient. He will try the troubleshooting maneuvers and will call back if he has any questions.

Event description:
It was reported by the patient that he is not able to squeeze his pump. He states it is hard as a rock and he has not been able to achieve the "initial pop" because the bulb is too hard. Troubleshooting maneuvers were provided to the patient. He will try the troubleshooting maneuvers and will call back if he has any questions. The patient called back a month later stating he has continued to have difficulties with his pump "since day one." Troubleshooting tips and tricks were provided to the patient but he is still not able to realize the pump. He is not able to get his device to inflate. The sales representative has been contacted in order to set up a time to meet with the patient and doctor in order to provide additional training and troubleshooting.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.